Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was selected for use. During the procedure, the balloon ruptured during pressurization upon second inflation at 14 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.